Manufacturer narrative:
Concomitant medical products: 559445 lead, implanted: (B)(6) 2003; mcs-p3-31-aoa-us aortic valve implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was not capturing due to excessively high pacing thresholds, possibly due to anatomical placement. A lead revision was scheduled. The lead was disconnected from the cardiac resynchronization therapy defibrillator (crt-d) and tested normally via the programmer analyzer. The physician then suspected that it was the crt-d that was malfunctioning and replaced the device. The lead was connected to the new device and yielded satisfactory measurements. The lead remains in use. No patient complications have been reported as a result of this event.